Manufacturer narrative:
One smiths medical medfusion pump was returned for analysis for system failure. Counterfeit top case, cracked on right plunger case and hand written serial number on label was identified during the physical inspection. During analysis, the reported issue was able to be duplicated. The event history log was reviewed and pharmguard data transfer recommended message was found at power up. Based on the evidence, the complaint was confirmed. The root cause of this issue is memory full. A pharmguard data transfer recommended alarm is a normally occurring and expected advisory alarm designed to notify the customer that the pumps memory is full and should be downloaded from the pump. Service down loaded the pump history into pharmguard toolbox. Performed pm maintenance and all functional testing. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.

Event description:
It was reported that the pump comes up with a error, then a code was entered and it stopped working.